Event description:
The patient reported that she is deaf and uses the vibrate feature on the pump to detect alarms. When reviewing the pump history the pump emitted an empty cartridge alarm at 12:56 am on october 16. The patient woke up on october 16 later that morning reportedly not feeling well with a blood glucose level of over 500 mg/dl. The patient took an injection of insulin to correct her blood glucose level and did not seek medical attention. The patient also stated that she thought the pump's vibration was very "slight."

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the pump was operating within required specifications and delivered insulin accurately. The pump's audible and vibration levels were tested within specification. The product did not cause the patient's elevated blood glucose level as the appropriate alarms were emitted and the patient did not detect them.